Event description:
It was reported that while using kit grp a strep 30 test veritor 3 false negative results were obtained by the laboratory personnel. The customer re-ran the test to confirm the results as false negatives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported by the customer that there was a false negative."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding the complaint that alleges kit grp a strep 30 test veritor (material # 256040), batch number 9358214 tests initially read negative and then after an additional minute, turned positive and then read as positive. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The bd veritor system analyzer must be used for interpretation of all test results. Operators should not attempt to visually interpret assay results directly from the bd veritor system test cartridge. With some specimens, up to four lines may be visible on the test device. The veritor analyzer will appropriately interpret the result. The root cause was traced to user - failure to follow instructions. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while using kit grp a strep 30 test veritor 3 false negative results were obtained by the laboratory personnel. The customer re-ran the test to confirm the results as false negatives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported by the customer that there was a false negative.".